Manufacturer narrative:
Device evaluation: "visual inspection found no visible damage to the lens." In previous MDR should be changed to "visual inspection found the haptic torn." (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -18.00/2.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed. The lens was removed and exchanged on (B)(6) 2019 with a longer length lens and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).